Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the catheter was used off-label and the patient experienced myocardial infarction, ischemia, and an st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Pulmonary vein isolation (pvi) and posterior wall (pw) ablations were performed, then to address a higher lesion set an anterior line ablation was performed in the rspv (due to a possible atrial flutter) along with an anterior mitral line ablation. Use of the catheter to perform posterior wall and the anterior line ablations constituted off-label use of the device, as it is indicated to perform pvi per the instructions for use (IFU). Four lesions were performed in that set, but after the second ablation an ECG change was noticed in the frontal leads (di, dii and diii) that indicated an st segment elevation. Around that time ablation was suspended and a hemodynamic physician was called in to perform a cardiac catheterization. The patient is expected to fully recover from the complications. The device is not expected to be returned for analysis due to disposal.